Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck is 21 mm in diameter and diameter of left external iliac vessel was 9mm in diameter. It was reported that on 6 months post implant there was occlusion of the left limb. The proximal side of the occluded main body had entire circumference of mural thrombus with 2-3 mm of thickness. The a femoral-femoral bypass surgery was performed on an unknown date. The physician will monitor the patient. No additional clinical sequelae were reported. Review of returned pre-implant 3d still images and drawing showed a small in diameter, short length, and straight proximal neck. The distal aortic diameter was 27x20mm. The right common iliac diameter varied from 21mm - 16mm, and the right external was 9mm. The left common iliac diameter varied from 11mm - 21mm - 18mm, and the left external was 9mm. Both iliacs were calcified. Intra-operative and post-implant films were not provided; the cause of the thrombus and occlusion could not be determined.

Manufacturer narrative:
(B)(4). Methods: films. Results: thrombosis/occlusion. Unknown cause of thrombosis. Conclusion: unknown cause of thrombosis.